Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 502 mg/dl and 164 mg/dl within ten minutes on the aviva system. No adverse event reported, meter and strips replaced and requested for return.